Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient felt inappropriate therapy episodes from the right ventricular lead on (B)(6) 2021 while in the hospital for an unrelated issue. Investigation found that pacing impedance decreased by more than half. Noise over-sensing was also discovered. Device was reprogrammed and therapy was turned off. On (B)(6) 2021, patient was seen again by their physician. They confirmed that the noise over-sensing caused the inappropriate therapy. However, the impedance went back to normal. Over-sensing was still seen. Physician decided to continue to monitor until patient's device reaches elective replacement indicator. Patient was stable after the event.